Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted, during pci, fully automatic pumping was possible with no problems using ECG and external arterial pressure. When the customer tried to move the patient to the ward and inserted the optical sensor cable into the cardiosave, the arterial pressure waveform did not appear. They also had them look at the selectable arterial pressure sources, but only external and transducers could be selected, and the optical sensor could not be selected. They had no choice but to have the patient go up to the ward with only an ECG. Since they were using an 8fr sheath from another company, they were able to take arterial pressure from the side port of the sheath. Therapy was continued with a direct ECG and external arterial pressure. There was no patient harm or adverse event reported.